Manufacturer narrative:
The sample was received (B)(6) 2011 and sent for decontamination. Attempts to obtain additional information regarding this incident are being made. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
During a CT procedure using non-warmed omnipaque-350 contrast medium pushed at 4ml/second for a (B)(6) study, the extension tubing came apart just before the single port adapter.